Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. The patient stated they received the low alert late, at 4.5 mmol/l rather than at her low setting of 5.5 mmol/l. She had a hypoglycemic event and passed out. The patient could not recall having symptoms prior to the loss of consciousness. She had a treatment kit at home for these situations, and after regaining consciousness some unknown time later, she gave herself one injection from the glucagen hypokit. At the time of the report she was feeling fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.